Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.  (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified coronary artery. A 10/2.50 flextome cutting balloon monorail was used to dilate the target lesion. During the procedure, first inflation was performed at 8atm. Upon second inflation, the balloon ruptured at 8atm for 20 seconds. The balloon catheter was removed from the patient completely. The procedure was completed a non bsc device and a stent was deployed. No patient complications were reported and the patient's condition was good.